Manufacturer narrative:
Date recv'd by MFR: 06jan2020. The service engineer (se) inspected the device and could not duplicate the reported issue. The unit was found to be in working condition and all tests passed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12dec2019.

Event description:
It was reported that the ventilators touchscreen would not calibrate. There was no patient involvement.